Event description:
It was reported that during a robotic laparoscopic hysterectomy, the bedside assistant applied excessive force on the endoscope and triggered several alarms and a non-recoverable error for the arm cart assembly (aca) during instrument insertion. The issue was resolved by removing the endoscope according to the broken instrument procedure, raising the aca from the patient using the cart column mechanical release, and restarting the aca. There was a delay of approximately ten minutes. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.